Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had a potential infection. The physician believed that it was not device related and was caused by an ingrown hair follicle on the patients back. The patient was placed on antibiotics and underwent an ipg explant procedure. The patient was doing well.